Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to extrusion of the electrode lead into the external auditory canal, discomfort and poor performance with the device. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.